Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Insulin pump function had been resumed and it was not possible to troubleshoot. Customer's blood glucose was 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.